Event description:
It was reported that the insulin pump alarmed compromised forced sensor system. Customer's blood glucose reading was 456 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Findings: unit alarmed a33 during basic occlusion test due to loose / protruded drive support disk. Unit received with cracked case at display window corners, reservoir tube, reservoir tube lip, reservoir tube window and battery tube threads. Unit received with minor scratched lcd window. Unit received with missing end cap sticker.